Event description:
The pt experienced a loss of therapeutic effect. Her device stopped working and she had a return of symptoms. Her device may have been "injured", "defective, or "failed". She could tell that the neurostimulator (ins) "didn't have enough power" to send stimulation to the right location. She felt stimulation more in middle of buttocks. She did fall on her left side, but the device was on her right side. Her device was replaced and it was helping her symptoms. Add'l info has been requested.

Manufacturer narrative:
(B) (4).